Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium large clip applier instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the instrument grip was severely bent near the base of the clip groove, causing a 0.022" offset at the tips. Due to this condition, the clip could not be properly loaded into the grips. Instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was functionally tested and failed the clip test. The clip would close into the test tubing but not release from the instrument grip tips due to the damage found at the grip.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the user observed that the clip from the medium large clip applier instrument did not come off and was unable to be applied. The procedure was completed with a third party instrument and there was no patient injury.